Event description:
It was reported that the 9600+ system would turn off right after it was turned on. No patient involved.

Manufacturer narrative:
A ge service rep discussed this problem with customer by telephone. Customer had biomedical staff check power plug and tighten loose screw. Customer reports system operating as intended.